Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) nurse had a cassette that leaked where the white adapter is. The cassette is disconnecting and leaking. The pd nurse was training a patient when the incident occurred. It was reported that a peritoneal dialysis (pd) nurse had a cassette that leaked where the white adapter is. The cassette is disconnecting and leaking. The pd nurse (pdrn) was training a patient when the incident occurred. Upon follow up, the pdrn confirmed the reported fluid leak event was discovered after treatment completed. There were no cycler alarms prior to the leak. No fluid was found in or near the cycler. The pdrn confirmed that the leak occurred at the white hub to tubing area which disconnected. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cassette was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) nurse had a cassette that leaked where the white adapter is. The cassette is disconnecting and leaking. The pd nurse was training a patient when the incident occurred. It was reported that a peritoneal dialysis (pd) nurse had a cassette that leaked where the white adapter is. The cassette is disconnecting and leaking. The pd nurse (pdrn) was training a patient when the incident occurred. Upon follow up, the pdrn confirmed the reported fluid leak event was discovered after treatment completed. There were no cycler alarms prior to the leak. No fluid was found in or near the cycler. The pdrn confirmed that the leak occurred at the white hub to tubing area which disconnected. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cassette was discarded and is not available to be returned to the manufacturer for physical evaluation.